Event description:
Customer called to report the pump was not giving any audible tones or alarms. Troubleshooting was perfomred. Absence of audible tones was confirmed. Customer requested a replacement pump.